Event description:
A malfunction was reported on the pump with a displayed malfunction code of malf 12, and the caller had not experienced any prior notable events. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to notify technical support if any issues arose again.